Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported that the corneal flap was thin in both eyes. Per the technician, during the procedure, the patient had been uncooperative and was squeezing his eyes. Additionally, the conjunctiva was not overly wet and there was no need to redock prior to creating the flap. Although the surgeon had difficulty lifting the flaps, which required some manipulation, the lasik procedure was completed. No information regarding patient impact was received. No similar issues were noted during a case the day before the event. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the customer reported the flap creation was very thin in both eyes, even in the od it nearly touching the bowmiens membrane , although the flap is 120 thickness and according to the reporter the was no over wetting for the eye as the eye was dried from the conjunctiva as usual , there was no redocking for the patient , it was only one dock time , but according to the reporter the patient was uncooperative patient as he was squeezing on his eyes. The treatment report shows no abnormalities. The settings parameter are within specifications. A very long suction time probably has an impact on treatment outcome. Root cause: the root cause could not be identified conclusively. The manufacturer internal reference number is: 2016-31975